Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product could not be performed since the cartridge lot number was not provided. Conclusion: based on the information provided; is not possible to determine an indication of a product quality deficiency and the reported issue could not be verified. Johnson and johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Lot number: unknown, as it was not provided. Expiration date: unknown, as lot number not provide. Unique identifier: unknown, as lot number not provide. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an explantable device. Device manufacture date: unknown, as lot number not provided attempts were made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there were five emerald30 cartridges that had ¿lips¿ on the distal end of cartridge. No further information was provided. This is 4 of 5 reports.